Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was with anesthesia on the operation room and the device was not able to be interrogated with a magnet. The physician indicated that the patient is large. Boston scientific technical services (ts) recommended to use two magnets and a stethoscope. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction. H6 code added: a160102.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was with anesthesia on the operation room and the device was not able to be interrogated with a magnet. The physician indicated that the patient is large. Boston scientific technical services (ts) recommended to use two magnets and a stethoscope. This crt-d remains in service. No adverse patient effects were reported.